Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed no video output from serial digital interface output 1 and 2. The issue occurred during preparation for use prior to a unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection and customer allegation was confirmed. Based on the investigation results, it is likely that no image occurred due to a failure in the printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.